Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power cord had been twisted around, and in one spot was frayed with exposed wires. As received, the unit could not safely be turned on due to a frayed power cord with exposed wires. Using a test-standard power cord, the unit powered on successfully and passed all diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power cord.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient called to report their unit began to spark from the power adapter box. There were no adverse patient consequences due to this event. A replacement unit has been requested.